Event description:
After the insertion of a PICC line, the patient (who has many allergies) complained of her left arm itching and that her tongue felt thick like it was swelling. Nurse noted a 1 ½ inch rash at the left antecubital area. The o2 sat was 99-100%, bp 125/83, and hr 124. A dose of solu-cortef was administered (as a precautionary measure), and the patient required longer monitoring in recovery after the procedure. The patient was stable upon returning to "the floor."

Manufacturer narrative:
Cardinal health has chosen to file proactively. It is not clear if the glove caused the symptoms experienced by the patient. This is not a latex glove. The lot# listed on this report is the one that the customer stated may have been worn by the healthcare provider. A review of the device history record showed that the reported lot number was inspected and released in compliance with all requirements. Historical trending was done. Protexis pi classic is the new product name of esteem, there is no change to the glove formulation or production process. The product esteem passed the requirements of the primary skin irritation test per the technical service report. The exact cause of this complaint could not be determined. The esteem gloves (now called protexis pi classic) have passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any trends.